Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to user error. In this case, the removal of the scoreflex with the guidewire and turnpike guide in place caused the scoreflex to contact the turnpike guide likely causing or contributing to the turnpike damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. A scoreflex balloon was used. When removing the scoreflex balloon, the wire was also removed unintentionally, resulting in the wire rupturing [separation]. Both the body and tip of the wire were retrieved with a snare. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.